Event description:
The pt is pursuing a product liability claim arising out of the use of the nexgen cr-flex femoral component. It was reported by the pt's counsel that the pt received a nexgen cr-flex and tm monoblock tibia implant on (B)(6) 2008 and was revised on (B)(6) 2011 due to pain. Note that the nexgen cr-flex femoral component is of zimmer warsaw design control and the tm monoblock tibia is of zimmer tmt design control.

Manufacturer narrative:
A review of the implant's mfg record indicates that it was manufactured to specification. Based on the info available, the root cause of the event cannot be determined. Should additional info be obtained to further this investigation, this report shall be updated.